Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and high ketone levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to high ketone levels. The patient's ketones reached 2.6 mmol/l and blood glucose levels of 11 mmol/l (198 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. The patient went to the hospital where the pod was removed and discarded. Several corrections was administered with an insulin pen. The patient was discharged from the hospital after approximately two days.